Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history logs was not applicable. Visual and functional tests were performed, and found cracks on both housings, cracked battery door, worn downstream occlusion (dso) sensor, black pixels on the display and a worn latch/lock pin. Also, the pump showed error code 1720, which points to a faulty backup capacitor. The customer's reported problem was duplicated. The primary cause of the problem was a faulty backup capacitor. No action was taken to correct the issue. Due to old age and state of the components, the required repairs were deemed uneconomical. The device is to be scrapped.

Event description:
It was reported that the pump shows on the screen the error message," error 1720 blocked." There was no patient involvement, no harm/ adverse event reported.